Event description:
Braun consumer services was informed in 2004 about an incident which occurred while the family member was brushing the teeth of their handicapped pt with the cross action power toothbrush. Family member reported that they were brushing pt handicapped pt's teeth when pt bit down, pulled the refill from it's bottom and swallowed the brush head. The family member reported that they needed to call 911 as pt was initially choking. The family member also indicated that they took pt to the hospital and the brush was removed endoscopically. Further discussions with the family member revealed that pt had ingested the entire refill not just the oscillating head.